Event description:
It was reported that the patient was scheduled for explant of generator and lead due to infection. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Later it was confirmed that the devices were explanted. It was reported that the explanted devices will not be available for return to the manufacturer due to hospital protocol. Please note that device evaluation is not necessary because the reported event has been determined to not be related to the functionality of the device. No other relevant information has been received to date.